Event description:
Peripherally inserted central catheter (PICC) was unable to be flushed for procedure. When an attempt was made to forcefully flush PICC, orange slug was ejected from the PICC tip and brownish fluid backed up into port. PICC set had to be discarded during sterile procedure and another PICC was used.